Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse found the air pump was on the edge of its range and replaced it. The cse discovered that reagent probe 1 was running down the edge of the cuvette, and corrected its position. All reagent and aspirate probes were replaced and calibrations were verified. The cause of the discordant tni-ultra result was related to improper reagent probe 1 position. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant cardiac troponin I (tni-ultra) result was obtained on one of two replicates on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s), as the customer runs all tni-ultra results in duplicate. The sample was repeated on duplicate on the same instrument, resulting lower and matching one of the initial replicates. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant tni-ultra result.